Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00175 was sent in error. It has been determined that the facsflow was not under pressure, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd facscanto¿ ii fluid sprays outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter, translated from german to english: the customer has reported that after the measurement from sit, it squirts. If sit flush in diva is unchecked, it also squirts. However, the sample is measured normally, only the error comes when one stops aquisition.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto" ii fluid sprays outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer has reported that after the measurement from sit, it squirts. If sit flush in diva is unchecked, it also squirts. However, the sample is measured normally, only the error comes when one stops aquisition.